Event description:
It was reported to philips that the system gave a remote alert indicating the host computer had a memory problem, which can impact booting. The system was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Remote service engineer verified that there was no malfunction in the system. Consequently, onsite service was deemed unnecessary by the customer. The system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. There was no malfunction with the allura system. Based on the investigation results, philips concluded that the complaint is not reportable. The codes have been updated based on the investigation's outcome.